Event description:
It was reported that this implantable pacemaker was found in safety mode. The patient is pacemaker dependent, therefore, was admitted to the hospital for an emergent device replacement, however, the device replacement has not yet been confirmed. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was found in safety mode. The patient is pacemaker dependent, therefore, was admitted to the hospital for an emergent device replacement, however, the device replacement has not yet been confirmed. Further information was requested, however, no additional details were provided after due diligence was completed. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was found in safety mode. The patient is pacemaker dependent, therefore, was admitted to the hospital for an emergent device replacement, however, the device replacement has not yet been confirmed. Further information was requested, however, no additional details were provided after due diligence was completed. No additional adverse patient effects were reported.